Manufacturer narrative:
As reported, the 3dmax large mesh ripped/frayed during insertion through the 8mm trocar. (Note, an 11mm trocar for large size mesh is recommended.) A photo of the subject device was provided. Evaluation of the photo finds the mesh to be contaminated from attempted implant. Visible are multiple frays/tearing in the edge seal of the mesh with tears traveling into the mesh. This was not reported as an out of box condition. Based on the investigation performed, root cause is the result of handling, and inadvertently occurred during user/device interface while deploying the mesh through the 8mm trocar. Per the instructions-for-use (IFU) provided with the device, it is recommended to use an 11mm internal diameter trocar to introduce a large bard 3dmax mesh. The IFU states, ¿use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through incision. Reinsert trocar.¿ review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in april, 2021. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, the bard/davol 3dmax large mesh was inserted into the abdomen through an 8mm trocar during a robotic inguinal hernia repair procedure on (B)(6) 2021. It was reported that the tech struggled to insert the mesh, and after forcing the mesh into the abdomen the surgeon noticed the edges of the mesh had ripped/frayed, ¿likely due to excessive force required to insert the mesh into the abdomen.¿ as reported, a second piece of mesh was used to complete the procedure. There was no reported patient injury.